Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis and confirmed there was potential high impedance within the battery. It was indicated that the patient could continue to be monitored until the device's wandless telemetry is disabled. Once this occurs, replacement should be performed. At this time, the crt-p remains implanted and in-service. The patient was stable with no adverse effects reported.